Manufacturer narrative:
Reference number: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. (Used for pneumoperitoneum). A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient contacted the emergency assistance several times. A CT scan was done showing too much space between the bumper and the skin barrier. The skin barrier had shifted again. Air entered the free abdmoninal cavity. An infection patch was placed. A new skin barrier was attached and retracted 3.5 cm. The patient was given morphine for pain, IV fluids and antibiotics. Duodopa therapy resumed.